Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that troubleshooting could not replicate the reported issue and the imaging system and navigation system functioned as designed. It was reported the site did not follow proper workflow when transferring exams between the two systems.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not establish communication with the medtronic imaging system at the site. It was noted that 3 other medtronic navigation systems could establish communication with the imaging system. There was no patient present when this issue was identified.